Event description:
It was reported that the rigid video scope exhibited scope communication error b30. The issue occurred during preparation for the procedure. There was no report of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information and the results of the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: contour sharpness on distal end of the insertion section, damaged fiber bonding in the outer tube area (distal end) and broken video cable. A definitive root cause could not be established. Based on the results of the investigation, it is likely the following led to the malfunction: the video cable was broken and therefore error b30 occurred. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No new additional information received from the customer.